Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient went to the emergency room (ER) for hyperglycemia. The patient's blood glucose (bg) levels reached 560 mg/dl while wearing the pod between 4 and 24 hours. Patient's bg levels remained high despite the delivery of many boluses. The cannula was found bent when the pod was removed. The patient was treated with the following: 2 bags of sodium chloride, 0.9 bolus @ 1000 ml per hour, 10 units of insulin intravenously and 8 units of if insulin by manual injections (novolin r). The patient was released after spending 4 hours in the ER. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).

Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. No other damages or defects were found that would result in a failure of the device to deliver insulin.